Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer had received an occlusion alarm during bolus. The customer's blood glucose level is unknown at time of event.